Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. Software analysis was inconclusive as the root cause of the reported behavior with the information provided. The return patient archives indicated the exam was restricted; much of the patient's forehead was cut off. The restricted region of trace pattern likely made it difficult for tru to guarantee a larger zone of accuracy. As a result, the zone of accuracy was minimal, as confirmed by the surgeon. It was suspected the exam quality contributed to reported inaccuracy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a trans-nasal resection of sphenoid bone procedure. During the procedure, an inaccuracy was alleged. After passing tracer registration, the surgeon navigated to known anatomical landmarks and was approximately 2mm inaccurate. It was unknown which anatomical landmarks were inaccurate. The procedure was completed by using a different navigation system. The issue resulted in less than one hour procedure delay. The non-invasive patient tracker had an error metric of 0.59 and there was no known movement of the frame. It was noted that patient exam was "not to image protocol" and was an older scan. There was no impact on patient outcome. No complications were reported/anticipated.